Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called in and reported his effluent was cloudy. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was seen in the clinic on (B)(6). Cultures were done and the patient was started on intraperitoneal vancomycin. The peritoneal dialysis nurse stated it was a touch contamination, but she could not remember the bacteria, and did not have time to check while on the phone.